Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer had blood glucose of 298 mg/dl, 447 mg/dl, 474 mg/dl, 486 mg/dl and 539 mg/dl which were treated with a bolus delivery. Customer had symptoms of pain and vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed displacement test. Customer was advised that infusion set would be replaced due to damage from high pressure test.